Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider advised technical services that the casters are tilted toward the drive wheels, front casters are very worn down with chunks missing, possible lowerlink or walking beam is bent causing the caster to be tilted inward.